Event description:
Device was placed for bolus infusion of imfed, 9/10/96. While removing catheter, 9/14/96. It broke off & embolised. Pt was taken to local hosp, where the embolised piece was removed.